Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838 - 2021 - 433485 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter connection issues occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be pairing failure. In addition, signal loss over 1 hour and early sensor expiration were found in connection to the reported allegation. The reported event of transmitter connection issues is reportable based on the finding of a signal loss over 1 hour and an early sensor expiration. No injury or medical intervention was reported.